Manufacturer narrative:
Analysis of the returned device identified: opening on posterior and weight to the spec. A visual and micro analysis was performed which identified: puncture opening and crease fold. Base on the device analysis the final assessment is: an opening puncture assessed as a surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and ¿pain¿, ¿firmness¿ and ¿fluid¿.

Event description:
Health professional reported a left side capsular contracture, baker grade IV. Patient experienced ¿pain¿, ¿firmness¿ and ¿fluid¿. Device remains implanted.